Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for investigation. As per the clinical details provided, the root cause of the access site bleeding issue was most likely patient movement.

Event description:
The user facility reported a 61-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The site of the impella cp had an access site ooze that was treated by multiple units of blood/blood products. The repo-sheath bleed was due to patient movement in bed. It was noted the patient would not lay still in the bed. The impella cp was explanted

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿